Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance. An alert for open circuit condition was recorded, indicating that the shock impedance was high out of range, measuring 170 ohms. Technical services (ts) reviewed the information and lead replacement was recommended. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating that this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance. An alert for open circuit condition was recorded, indicating that the shock impedance was high out of range, measuring 170 ohms. Technical services (ts) reviewed the information and lead replacement was recommended. No adverse patient effects were reported. This lead remains in service.